Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac device displayed a shorter than expected battery longevity estimation during an in-person device check with the programmer due to a programmer software longevity estimation error. It was noted that the last remote transmission via the remote monitoring application displayed the expected battery longevity estimation for the implantable cardiac device. No patient complications have been reported as a result of this event.